Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the shunt sensor leaked blood. Blood loss <5ml. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. The sample was returned for evaluation. The sample was visually inspected microscopically for any anomalies. This inspection found dried blood under the large blue cap. The unit was then attempted to gradually pressurize in a water bath to roughly 1000mmhg, during which the unit began to leak from under the large blue cap, at the location of the dried blood. The sample was then placed in bleach solution in order to remove the dried blood from below the cap. Once the dried blood was removed, the leak test was repeated and it was found to not leak any longer. The test was repeated again while attaching the unit to a bpm head, there were no leaks. It is likely that the cap had not been completely tightened during use, allowing blood to leak through. Then the blood dried under the large cap, which kept it from sealing completely to the threads of the housing during the investigation, allowing fluid to leak through the gap. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.